Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check the disposable leaked from the connector. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-14939. The report was submitted in error.

Manufacturer narrative:
H10: device evaluation: two photographs were returned to manufacturing that were visually inspected. One cassette sample was returned to manufacturing that was visually and functionally inspected. No cuts, kinks, damages, or bad bonding conditions were detected that could cause the leak failure mode reported. The customer reported failure was confirmed during the investigation as a leak was detected in the union between female luer and extension tube after the cassette had been filled. Root cause of the reported event is due to an incorrect bonding in the union between the tube and female luer that was not completely inserted. Actions take include methods for the production personnel to perform the bonding between the tube to female luer were reviewed to assure the operation is performed following the procedure. Additionally, production personnel that perform the tube to female luer operation were reviewed to assure the personnel have the training to execute the steps in the applicable procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.